Manufacturer narrative:
The reported field event of noise and high capture threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. It was determined that the cause of the field event was due to a lead anomaly.

Event description:
It was reported that the patient received two inappropriate shocks for lead noise and was in the emergency room. The noise was not reproducible in clinic with pocket manipulation and isometrics. The ventricular threshold was also high since initial implant. Physician decided to replace both rv lead and ICD. Device was explanted and replaced. The patient was doing well post-procedure. Patient was discharged home.